Event description:
Customer stated pump was not pushing insulin through the tubing as it normally does. Driver arm was reported to be very stiff and sliding freely down the leadscrew even in the locked position.